Event description:
The customer contact reported that the distal tip of the male adapter snaps off when disconnecting tubing. The tubing set was being used to deliver an unspecified medication. The customer contact reported that when the nurse was switching the tubing set, the distal tip of the male adapter snapped off. No specific details were provided. However, it was reported that the facility is using curos caps to prevent contamination and that the curos cap may be causing drying resulting in breakage of the distal tip. There were no reports of adverse pt effects and no reported delay in therapy critical to this pt. No addition info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
One used device was received and evaluated. In addition, an unspecified extension set was received with the device. Testing found that the male adapter of the option-lok was broken off inside of the extension set. A formal investigation has been completed. According to the investigation findings, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapter. Additionally, the use of the curos could be related with the defect condition. This report represents all the info known by the reporter upon query by hospira personnel.